Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing for the inserter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to the location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2020 - 03797.

Event description:
It was reported during initial total hip arthroplasty, the inserter would not grasp cup, despite being assembled per surgical technique. Surgery was completed with another device. It was reported that no further information is available.